Event description:
Approximately seventeen months post index procedure, the patient underwent a second procedure to occlude the aneurysm. There was no reported clinical consequence.

Event description:
Approximately seventeen months post index procedure the patient underwent a second procedure due to target aneurysm rupture and a subarachnoid hemorrhage (sah) with additional coiling to occlude the aneurysm. There was no reported clinical consequence.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.